Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: "correct handling of implants is extremely important." "Intraoperative fracture or breaking of instruments has been reported."

Event description:
It was reported patient underwent an acromio-clavicular repair procedure on (B)(6) 2015. During the procedure, the knob of the plunger detached from the shaft. The shaft was manually removed from the bone.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.